Event description:
It was reported that the patient was diagnosed with blood glucose (bg) values that dropped to 48 mg/dl, by paramedics. The patient was passed out. For treatment, the patient was given glucose. The patient was discharged after 2 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.